Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of greater than 125 ohms during device interrogation. All other lead measurements were satisfactory. Defibrillation threshold (dft) testing was performed to test the shocking system. An 11 joule shock produced an impedance of 38 ohms and a 5 joule shock 39 ohms. The shocking lead impedance (sli) test was then performed with an impedance of 42 ohms. Fluid in the device header was suspected as causing the >125 ohms reading. A boston scientific technical services consultant discussed that the sli could return to a high reading again. If that does occur, an invasive procedure may be needed to verify connections.